Event description:
On (B)(6) 2010, a mitral valve replacement procedure was performed where this 33mm sjm epic valve was implanted. It was reported by the patient's husband that the valve is failing as confirmed on echocardiography and will need to be replaced. On (B)(6) 2015, additional information was received from the field which confirmed that on (B)(6) 2015, the valve was explanted due to mitral regurgitation and replaced with a non-sjm mitral valve.

Manufacturer narrative:
The valve was returned to sjm for analysis and the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation concluded cusp 1 was torn, and the inflow and outflow surfaces of all cusps had a thin layer of fibrin. Special stains were negative for organisms, and no acute inflammation or significant calcifications were present. There was no evidence found to suggest the cause of the fibrin and tear were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the fibrin formation and tear remains unknown.

Manufacturer narrative:
(B)(4).